Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart error. Customer¿s blood glucose was 85 mg/dl at the time of incident. Customer successfully cleared the alarm and able to rewind the insulin pump. Customer reports that the insulin pump received alarm every time battery was changed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board.